Event description:
During inflation of balloon, calcium punctured a hole and balloon deflated. Upon removing balloon from the vessel, balloon tore... Balloon came apart and was difficult to extract out of sheath.